Event description:
It was reported that there was a poly exchange on the right knee because could not reach full extension.

Event description:
It was reported that there was a poly exchange on the right knee because could not reach full extension.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined with the information provided.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.